Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a change in therapy related to positional movement. The patient said "my implant is on my left side and it won't work on my right side all down my leg and I have it turned it up to 4.0v and I'm not feeling much stimulation there so I turned it up". The patient said this issue started since implant. The patient raised the stimulation to 5.0v during the call and that didn't help. The patient also reported that they fell "the day before yesterday and my leg was real bad and I fell into the bathtub and I hurt my back on my right side". The patient noted that they did not have any falls or trauma except for this fall. The patient said they thought the ins was "sticking out too far" and noticed this a couple months ago and they have a CT scan on friday (B)(6) to investigate this further. The patient stated that the healthcare professional inspected the implant site "and she didn't see anything wrong with it". The patient said that "I can feel it on my right side and I can feel it on my left side but it makes the bone in my leg hurt, it started this week maybe sunday and its never hurt the bone in my leg before". The patient also reported that they had trouble communicating with ins since "the first of the year". The patient said "it wont even last 2 weeks before I have to charge it and it used to last nearly a month" and this started happening sometime in (B)(6) . Patient services (ps) reviewed this could be due to increasing stimulation due to the stimulation not helping their legs. On the call, the patient synced with the patient programmer and it showed that stimulation was on. The patient then said that on setting a, they "will stand up from the chair I stop feeling it and I cant hardly walk". The patient was able to communicate with the ins and reported that stimulation was on, on program a at 5.60v. The patient then turned the stimulation off as they were jumping ahead and pushing buttons. Ps helped the patient turn the stimulation back on and move to program b and increased the stimulation up to 5.70v; the patient said that this has resolved her issue and confirmed this, saying "it's beginning to stop the pain, now it's working good". The patient also confirmed that when they stood up, they did not have the stimulation issue they mentioned before when standing up from the chair. No further com plications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp). It was reported that cause of the lack of stimulation in the right leg, the ins sticking out too far, the trouble communicating with the ins, charging the ins more often and the loss of stimulation when standing up was unknown. The patient was encouraged to have the ins evaluated. The hcp said the patient has severe spinal stenosis which is progressive and was recently evaluated on CT; the hcp said they were treating this pain and radiculopathy. The hcp stated the resolution of the issue is yet to be determined but they hcp believed that the pain was related to the lumbar radiculopathy and stenosis. No further complications were reported/anticipated.